Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. Performance data were collected from the device and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. The impedance on the right ventricular pacing lead was beyond the expected upper range. The analysis also indicated oversensing due to non-physiologic signals/sensing integrity counter.

Event description:
It was reported the lead demonstrated high impedance values and oversensing. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).